Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were multiple intermittent insulin gauge inaccuracies. The customer re-loaded the cartridge to resolve each issue. Customer¿s blood glucose level was 332 mg/dl.